Event description:
The customer requested service and repair for the driver due to the inability of the doctor to retrieve specimens. The doctor tried two different probes and the cutter was not making a grinding noise. The cutter knob was activated but still no specimen was retrieved. The connections were checked and the lights were on. The recommendation for the driver to be checked for electrical issues to communicate to control module to begin vacuum was noticed. The pt was rescheduled. The breast biopsy was cancelled.